Manufacturer narrative:
Concomitant products: guidant lead, implant date: unknown .

Event description:
It was reported the patient developed an infection and a transesophageal echocardiogram revealed vegetation in the atrium and the right ventricular (rv) lead. Additionally, the patient was diagnosed with endocarditis and showed signs of heart failure. The implantable cardioverter defibrillator (ICD) system was removed and the patient was treated with antibiotics. Pocket tissue and the lead was sampled and the organism was not identified. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the ICD and rv lead were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.